Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had shifted somewhat the silicone jaw boot had a small tear. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 wire came out of the jaw. The user had cleaned the device during the case with a sponge, but the reporter was unsure if this was a wet sponge. A new kit was used to complete the procedure. There were no pt effects. The product was returned.